Manufacturer narrative:
Additional narrative: reporter is company representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, one (1) trigger handle for cable cutter, one (1) inter-lock screwdriver, one (1) depth gauge, one (1) drive adaptor, three (3) reduction forceps and one (1) pointed reduction clamp were handed by the facility ortho director to the sales consultant as all the devices were broken. It is unknown if there were patient and surgical involvement. This complaint involves eight (8) devices. This is report 1 of 8 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation summary: investigation flow: damage. Visual inspection: the trigger handle f/cable cutter (p/n: 03.221.007, lot #: t162927) was returned and received at us cq. Upon visual inspection, the device was missing the m4 shoulder nut and bolt. No other issues were identified with the returned components of the device. Device failure/defect identified? Yes. Dimensional inspection: there was conclusive evidence that the returned device was missing components, so the dimensional inspection was not performed. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed . Complaint confirmed? Yes, the device received was missing components. Hence confirming the allegation. Investigation conclusion : the complaint condition is confirmed for the trigger handle f/cable cutter (p/n: 03.221.007, lot #: t162927). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot. Part number: 03.221.007, lot number: t162927, manufacturing site: tuttlingen, release to warehouse date: (B)(6) 2018. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 : corrected data h6: manufacturing date updated device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no patient involvement.